Event description:
Olympus was informed that there were holes on one of the tubing sets sterile packaging. This is a sterile barrier breach. There was no patient involvement. The device was not used on a patient. No further information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The complaint was confirmed. A physical inspection conducted found small indentations made by the starlink adapter boss on the housing. The product was removed form the sealed pouch. The pouch was filled with water to test for leaks. It was observed that the pouch had tiny holes that allowed water to seep through. A two year micro strategy shows no trend in punctured sterile packaging.